Event description:
It was reported that the patient was complaining of grinding and clicking. Patient was revised. The titanium sleeve was gouged and warn from neck impingement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.